Event description:
Related manufacturer reference number: 1627487-2022-04828, 1627487-2022-04829, 1627487-2022-04830, 1627487-2022-04831, 1627487-2022-04832, 1627487-2022-04833. It was reported that patient experienced discomfort at the lead and extension sites. The patient did not recharge the ipg as recommended. As such, the ipg could no longer communicate with the charger. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system as explanted.